Event description:
A surgeon reported that a pt rec'd an intraocular lens (iol) implant in 2001. Six days following the procedure, the pt complained of pain in the eye and severe sensitivity to light. Mild iritis with flare and cells was present and treated with topical anti-inflammatory drugs. Upon examination a little over two months later, the inflammation was clear. The pt said the light sensitivity was much improved. The surgeon felt the event was possible related to the iol.